Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Pt stated their ins does not hold a charge as long as previously. Pt states whether pt is using all the time or not and would hold a charge a couple weeks and now hardly holds a charge 2-3 days. Pt states still works and is still effective. Pss advised to discuss this concern with their hcp at next appt. On (B)(6) 2023. The patient (pt) reported the contributing factors of the ins hardly holding a charge were their external charger was not working and they needed it replaced. Steps taken were the pt tried different outlets and even tried charging at work, and they finally called. The issue has been resolved and they were sent a new external charger. Weight was received. On (B)(6) 2023 the patient (pt) called back about this issue, saying the issue persisted and now it won't charge at all and they get the reposition antenna screen. Patient services (pss) provided nas number and redirected to hcp. On (B)(6) 2023 patient (pt) called back from number registered repeating that their ins wouldn't charge anymore and they were redirected to their doctor to contact a rep. Pt said their doctor tried to contact a rep, but the office works mostly with a different company and wasn't able to reach a rep. Patient services (pss) again reviewed role of rep and emailed field team in pt's area as the doctor already tried to contact a rep.